Event description:
It was reported that the 9600+ system experienced intermittent system error (saturation fault). No pt injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Battery pack and darlington transistors replaced. The system was tested and found to be working as intended and placed back into service.